Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one sealed elevation probe was received for evaluation. Upon visual evaluation, the torn label of another probe was noted to be attached with this probe's outer package. The device within the product tray did not appear affected. No tears or rips were noted throughout the package. Therefore, the investigation is unconfirmed for the reported tear, rip or hole in the device packaging as there were no tears rips or holes in the product packaging tray or tyvek lid. However, the investigation is confirmed for the identified packaging problem as the torn label of another probe was noted to be attached with this probe's outer package. The torn label was at one point affixed to the tyvek lid. However, it is unknown how or when the label became torn and reaffixed to the product packaging tray. Therefore, a definitive root cause for the reported tear, rip or hole in device packaging and identified packaging problem could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a vacuum-assisted breast biopsy procedure, the cargo allegedly arrived unwrapped. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a vacuum-assisted breast biopsy procedure, the cargo allegedly arrived unwrapped. There was no patient contact.